Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Intermittent/unstable capture was noted. The threshold varies when testing in ddd vs. Vvi mode.

Event description:
It was reported that the right ventricular (rv) lead had high and variable thresholds. It was noted that during testing in different pacing modes the threshold was higher when measured in vvi than in ddd. The original programming of ddd mode was maintained as thepatient was symptomatic in vvi. The left ventricular output was increased to give a larger safety margin if the rv lead does not capture in the future. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.